Event description:
It was reported that the patient presented to the clinic after passing out due to intermittent undersensing of vf. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.